Event description:
Prior to case rn tested clip to ensure it was working properly. When fired first time it fired halfway. When fired again to see if it would correct itself it did not. Clip was passed off and new one requested before start of case. No harm to patient.